Manufacturer narrative:
(B)(4). The sample was discarded by the patient. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a overprime (leak out of patient line) that occurred during prime was not confirmed due to a lack of sample. The cause was determined to be use error; stacking of multiple solution bags. The label review found the labeling adequate for the use error in this complaint. A batch review was conducted on lot h11b18039 with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter received a report from the home patient (hp) of a leak in the patient line on an unknown date during prime on the home choice (hc). Through troubleshooting it was determined that there were no problems with the supplies, but rather the hp was double stacking her bags which resulted in the reported condition. It was also determined that this occurred two nights in a row and involved a total of four cassettes. This is report 1 of 4. The hp discarded the supplies. Proper setup procedures were discussed with the hp. There was no medical intervention and the hp has continued therapy.